Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 481 mg/dl and insulin injections were administered to address the high bg. The cause of the high bg was not known; however, the contact thought that the tubing may have been snagged. As the event had been resolved, tandem technical support advised the contact to discuss the high bg with a healthcare provider.